Event description:
Dr. Was performing lysis procedure. As procedure was being performed, a total of four (4) catheters were sheared with an epidural needle. The tip of one of the catheters remained in the patient. (2mm).